Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary") and fallopian tube cyst ("left fallopian cyst"). The patient was treated with surgery (to remove the essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection and fallopian tube cyst outcome was unknown. The reporter considered cystitis, fallopian tube cyst, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Events cystitis, urinary tract infection, fallopian tube cyst were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included dysplasia and ganglion cyst. Previously administered products included for an unreported indication: norplant, ortho cyclen and lo ovral. Concomitant products included paroxetine. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube cyst ("left fallopian cyst") and was found to have lipoma ("right fallopian tube subserosal lipoma"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection, fallopian tube cyst and lipoma outcome was unknown, the abdominal pain lower was resolving and the anxiety and depression had resolved. The reporter considered abdominal pain lower, anxiety, cystitis, depression, fallopian tube cyst, lipoma, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received, reporters information added, aka added, patient demographic updated, event added- right fallopian tube subserosal lipoma, anxiety , depression ,lower abdominal pain and device monitoring procedure not performed. Events onset date added, outcome of the event anxiety , depression ,lower abdominal pain were updated, concominat drug and historical drug added, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary") and fallopian tube cyst ("left fallopian cyst"). The patient was treated with surgery (to remove the essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection and fallopian tube cyst outcome was unknown. The reporter considered cystitis, fallopian tube cyst, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.